Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had scratches on the screen. The customer¿s blood glucose was 100 mg/dl. Customer stated that the sometimes it was difficult to read the screen and there was a prism on the screen sometimes. Customer also stated that they received no delivery alarm. Customer troubleshoot was performed. Customer was advised to the insulin pump will need to be replaced and to discontinue using the insulin pump and revert to back up plan. The insulin pump will be returned for analysis.